Event description:
During percutaneous transluminal angioplasty, the balloon catheter could not be inflated and subsequently, withdrawal difficulty was encountered. This was a crossover procedure (femoral access) with terumo 5 french sheath and cook 0.018" roadrunner guidewire. Savvy could not be inflated and therefore, it was withdrawn. However, while trying to withdraw the savvy balloon catheter through sheath, it was noted that this was not completely possible. Therefore, the balloon catheter and the sheath were withdrawn as a single unit without incident to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however the engineer has not completed the analysis as of to date. Any additional information will be submitted within 30 days upon receipt.